Manufacturer narrative:
Qn#: (B)(4). The customer returned an unraveled spring wire guide (swg), and a 3-lumen 5.5 fr x 13 cm cvc set for evaluation. Both components appeared used. No defects or anomalies were observed on the catheter. Visual examination of the swg revealed the guide wire was unraveled from the distal weld, and the swg body had multiple bends and kinks. The distal end of the core wire protruding was flat and retained the j shape. The guide wire body also has multiple kinks and stretched coils. Microscopic examination of the swg confirmed the inner core wire fractured off adjacent to the distal weld. The distal weld was present at the end of the unraveled coil wire and the proximal weld was still intact. Both the proximal and distal welds appeared full and spherical. The broken core wire measured 454 mm in length, which met specification; therefore no pieces appear to be missing. The outside diameter of the guide wire was found to be within specification. A swg from lab inventory with an outer diameter of 0.453 mm passed through the returned catheter from the tip to the hub without restriction. This indicates that a swg with an outer diameter of .441 mm would be able to pass through the catheter as well. A manual tug test confirmed the proximal weld is intact. (Con't) other remarks: a device history record (DHR) review was performed and no relevant findings were identified. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring-wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire was unraveled was confirmed through examination of the returned sample. The guide wire core wire was broken adjacent to the distal weld. The returned guide wire met all relevant dimensional requirements, functional testing showed a guide wire could pass freely through the returned catheter, and a DHR review did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on the condition of the returned sample and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint alleges "the guide was damaged by being stuck inside the catheter during placement." It was reported the device was replaced with a new one to complete the procedure. It was reported there was no patient injury or complication. Also reported, no delay or interruption in therapy.

Manufacturer narrative:
(B)(4). The device involved in this complaint has been received by the manufacturer. However the evaluation of said device is still in progress at the time of this report. A follow up report will be submitted at the conclusion of the investigation.

Event description:
Customer complaint alleges "the guide was damaged by being stuck inside the catheter during placement." It was reported the device was replaced with a new one to complete the procedure. It was reported there was no patient injury or complication. Also reported, no delay or interruption in therapy.